Manufacturer narrative:
Continuation of medical devices: 419688 lead implanted: (B)(6) 2010; 407645 lead implanted: (B)(6) 2010; 6920 adaptor implanted: (B)(6) 2016; 6984m adaptor implanted: (B)(6) 2016; 6984m adaptor implanted: (B)(6) 2016; 6984m adaptor implanted: (B)(6) 2016; 6707-15 adaptor implanted: (B)(6) 2016. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sudden increase to undefined high impedance on the right ventricular (rv) defibrillation coil, with possible lead fracture noted. High voltage therapies were programmed off, with the patient to wear a life vest until lead replacement, which was to be scheduled. The remainder of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later returned to the manufacturer.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Evaluation summary continued: the full lead was returned in segments, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A lead adaptor apparently previously associated with the rv lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information was received from the physician's office in response to our follow-up attempts. Markedly elevated impedance, loss of capture, and sensing abnormalities on the rv lead were noted. During explant of the rv lead, the helix did not completely retract. High threshold on the left ventricular (lv) lead was also noted. It was specifically noted this high threshold might have been related to the particular pacing vector chosen (lv tip-rv coil). It was also reported that the lead adaptor had no longer been needed due to relocation of the pocket to the left side. The rv lead was replaced, and the lv lead remains in use.